Event description:
It was reported a device was used in a laparoscopic appendectomy 12/1999. The pt presented to the internist in the fall of 2000 with rectal bleeding. A CT scan showed something that looked like a retained foreign object. The surgeon removed the foreign object laparoscopically under fluoroscopy on 03/2001.